Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist found that the station was not uploading data due to the database being in manual recovery required mode. The tss resolved the issue using knowledge article (ka) - 'manual recovery required - datasyncinvaliduploadchangetrackingvalue'. Confirmed that the station upload queue successfully caught up. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating with the server. The customer reported that nurses were still able to obtain medications from the unit; however, refill information entered at the station was not being sent to the server. The customer stated that biomed had already inspected the station and confirmed that it appeared to be syncing with the server. Additionally, the station was confirmed to be connected to the internet. Despite this, the communication issue persisted, and refill data continued not to transmit to the server. There were no delay or adverse events or injuries reported based on this event.